Event description:
Patient who had previously undergone bilateral breast mastectomies with immediate reconstruction with saline implants. Patient returns for spontaneous deflation of left saline breast implant. According to mcghan records, this left saline breast implant had been placed in 1997 after rupture of the previous saline implant. Bilateral saline breast implants replaced with gel implants earlier this year. Unable to locate serial number identification. (Mcghan unable to verify serial number with implant info.)